Event description:
(B)(4) communicated a complaint from (B)(6) hosp. Meter always shows result of 23 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). Further analysis of the device is needed to determine root cause. MFR acknowledges lateness of the report. Reportability should have been identified the day this complaint was communicated by (B)(4), ((B)(4) 2013). Corrective action for appropriately identifying reportable complaints at the time of the call is in process.